Event description:
On (B)(6) 2012, the patient's wife/reporter contacted animas to report the patient was hospitalized when his blood glucose was elevated to 400 mg/dl while he had symptoms described as 'couldn't walk and had slurred speech.' The patient was taken off of insulin pump therapy after he was admitted to the hospital. During his hospital stay, the patient's blood glucose readings remained erratic. The reporter did not want to troubleshoot the animas pump and insisted that the patient will contact animas when he is discharged and able to troubleshoot with the subject pump. This complaint is being reported because the patient had symptoms suggestive of hyperglycemia while on insulin pump therapy. It is not clear if the product malfunction, diabetes management, use error, or intentional misuse contributed to the alleged hospitalization.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).